Event description:
It was reported that there were issues with an unresponsive button. There was no adverse impact to the customer¿s blood glucose level. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.